Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a failed motor flex. The failed motor assembly was replaced.